Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and reached around 584 mg/dl. The customer reported that they had a bent cannula. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 149 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer was advised techniques to prevent bent cannula. The customer was advised to change the infusion set. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.